Event description:
It was reported that during use of right atrial (ra) lead, the patient experienced atrial tachycardia, and the ra lead exhibited far field r-wave (ffrw) oversensing. The ra lead was inactivated, and remains implanted out of service. A different ra lead was implanted. No patient complications have been reported as a result of this event.